Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle through the cartridge septum during the loading process, the syringe needle became blocked. Customer's blood glucose was within range (value not provided). Customer changed the needle to resolve the issue.